Event description:
It was reported that the patient presented remotely via merlin net. It was noted that the right atrial (ra) lead had no capture and was under-sensing. The patient felt fatigued. Programming changes were implemented, and the patient left in stable condition.